Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced peritonitis and subsequently passed away due to a cardiac problem. The pt was not hospitalized for the peritonitis. On an unreported date, the patient was treated with injection (inj) reflin (1 gram per day, route not reported) and inj, tobramycin (40 milligram per day, route not reported) for peritonitis. The cause of the peritonitis was unknown. Dianeal therapies were ongoing. The outcome of the peritonitis was unknown. On an unspecified date, the pt passed away due to an unspecified cardiac problem. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). On an unreported date, the patient's blood pressure was unstable. On an unreported date, the patient experienced cardiovascular disease and was hospitalized. The patient had no overfill event. On an unreported date, the patient was retrained on proper aseptic technique. The patient discontinued pd therapy nine days prior to receipt of this report. On an unknown date (3 to 4 days prior to receipt of this report), the patient died due to cardiac arrest. The patient did not recover from peritonitis prior to death. It was not reported if an autopsy was performed. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. If additional relevant information is received, a supplemental medwatch will be filed.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up will be submitted.